Event description:
The device was used during a pneumectomy procedure. Reportedly, the staples did not form properly. No pt injury occurred.

Manufacturer narrative:
9/18/1998-supplemental report sent to FDA. The subject device was not returned for evaluation. However, a single staple was returned. The staple was observed to be underformed. The exact cause of this condition could not be determined without an evaluation of the device in question.